Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported stent dislodgement, failure to advance, difficult to remove, foreign body in patient and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily tortuous, and heavily calcified lesion in the mid right coronary artery. A 4.0x15mm rx multi-link 8 stent system failed to cross due to the anatomy. While removing the stent system resistance between the edge of the proximal part of the stent and the distal part of the guiding catheter was felt. This caused the stent to dislodge. An attempt to pull the stent back into the guiding catheter was made; however, it was not possible and the stent was implanted in the perineal vessel without consequence to the patient. The procedure was successfully completed with a non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.